Manufacturer narrative:
Product complaint # (B)(4). H 6. Investigation findings: c22 ¿ photo analysis. H3 investigation summary: the product was returned to ethicon for evaluation. One empty foil and one winding former with a strand around tin it were received for analysis. Product code vcp345h. Additionally, a photo was provided, and it showed the same condition of the received sample. During the visual inspection of the sample, the swage and attachment area were noted to be as expected. The suture was examined and a partially cut middle of the strand this was because a filament of the suture is attached at the cut. Besides that, the ends were found to be matching with each other. As per the returned conditions of the sample, no functional test was performed. Although no conclusion could be reached on the cause of the reported event, the instructions for use do contain the following caution: as with any device, care should be taken to avoid damage to the strand when handling. Avoid the crushing or crimping action of surgical instruments, such as needle holders and forceps. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent a c-section procedure on an unknown date and suture was used. The suture was broken when the surgeon attempted to suture the abdominal layer. Changed to another one to complete the surgery. No adverse patient consequences were reported. Additional information was requested.